Event description:
Customer reportedly received results of 15.7 mmol/l and 14.3 mmol/l on the mobile system, and result of 4.3 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the aviva system.